Manufacturer narrative:
(B)(4). Batch #: 209a27. (B)(4). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. Also, the staple height selector and support spring were noted to be damage. The reload had the proximal 1 driver up and the remaining drivers down with staples present and a swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that two staples legs were malformed. In addition, the device was disassembled to verify the condition of the internal components and the staple height selector was detached from the adjusting plate and support plate loose. It is most likely that the condition of the formation staples was due to the condition of the staple height selector. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, once the device was closed, it was impossible to action the staple control knob. No patient consequence. No delay. Use of another devices to complete the procedure.